Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a damaged, cracked lcd. Pictures were taken. Charge and boot tests were performed and passed. Functional tests were performed and failed the buttons tests. A touch screen manual test was performed and failed. The receiver log was downloaded and reviewed fining no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.